Event description:
It was reported that during surgery, the black knob broke off the obturator whilst while pushing down on the guide wire. No excessive force was applied, just wear and tear. No delay. Backup device available. No impact or injury to patient reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the device broken part was outside of the patient, and no potential injury could happen due to this kind of malfunction, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.